Event description:
No additional information received.

Manufacturer narrative:
This report is being supplemented to provide the device manufacture date and primary UDI number.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found where the distal end was burned. Based on the results of the investigation, the root cause of the burned tip could not be established. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that the bronchovideoscope's distal end was burned. There was no patient involvement.